Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-03461. A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. The provided 3mensio was reviewed, revealing the following observations: calcification and undersized vessel present in the patients left access vessel. The minimal luminal diameter for 16f esheath plus is less than or equal to 6.0mm. Difficult to visualize the reported graphs in stick area but a stent is visible proximal to the bifurcation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The reported event was unable to be confirmed due to no returned device/applicable imagery. Available information suggests patient factors (calcification, undersized vessel) confirmed via 3mensio likely contributed to the event as it was reported problems were mainly due to calcium and graph material. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Undersized vessel diameters (e.g. Due to pre-existing stent or graft) can constrain the sheath increasing friction and subsequently influence push force. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 valve in the aortic position. There were difficulties placing sheaths. Two extra 16f sheaths were opened. A 29mm sapien 3 valve was deployed with good result. There were problems with bleeding at the access site and the non-edwards closure device failed. 1 unit of prbc was required. It could not be determined if the first or second sheath caused or contributed to the complex dissection. Groin was closed surgically with embolectomy and gore covered endovascular stent, patient in stable condition. Patient had graphs in stick area.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.